Manufacturer narrative:
Two patient samples were returned for investigation. The customer's results for ft3 and ft4 were reproduced. An interfering factor to streptavidin was identified in the investigated samples for ft3 and ft4. The interference is covered in the package insert.

Manufacturer narrative:
The customer provided additional details. The patient's initial tsh result was 1.26 mu/l. The patient's initial ft4 result was 6.83 ng/dl. The patient's initial ft3 result was 13.33 pg/ml. On (B)(6) 2014, the patient's initial testosterone result was 91.57 ng/dl. The sample was repeated using lc-mc/ms and the result was 9.5 ng/dl. On (B)(6) 2014, the patient's initial antibodies to thyroid peroxidase result was 192.9 u/ml. The repeat result form an immulite analyzer was <10 u/ml. The customer stated the false diagnosis was recognized. The customer also stated there were multiple weeks of delayed correct treatment from this event. The customer was unable to provide additional information to clarify these statements.

Event description:
The customer alleged they received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient on their e-module. The customer stated the discrepant results from the e-module were reported outside the laboratory. The patient's sample was repeated on an immulite analyzer on (B)(6) 2014. The patient's initial tsh result was 1.3 mu/l. The patient's repeat tsh result was 2.38 mu/l. The patient's initial ft4 result was 6.8 ng/dl. The patient's repeat ft4 result was 1.44 ng/dl. The patient's initial ft3 result was 13.3pg/ml. The patient's repeat ft3 result was 3.48 ng/ml. The customer stated the patient had a second sample drawn the following day that showed the same deviation. Additional details on the second sample were requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The ft3 reagent lot number was 175509. The expiration date was requested but not provided. The ft4 reagent lot number was 175155. The expiration date was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).